Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was due to the solenoid valve not opening fully.